Manufacturer narrative:
Additional information received: it was reported that the initial endurant stent graft system was implanted 2 years previous to the heli-fx procedure. CT showed a type ia endoleak. 8 endoanchors were implanted along with 3 bare metal stents one in the iliac and one in each of the renal arteries, 2 non mdt covered stents and an endurant aortic cuff was also implanted. An angiography at the end of the procedure showed a late type IV endoleak. As per the physician the procedure was successful. No additional clinical sequelae were reported and the patient will be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm on an unknown date. It was reported that some time post index procedure a type ia endoleak was noted on CT. Heli-fx endoanchors were implanted as treatment; however it was reported that approximately 7 months post re-intervention, a type ia endoleak was noted on follow up CT. The cause of the event is unknown. No further clinical sequelae were reported and the patient will be monitored by their physician.